Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds in more than 5 positioned. The lead was removed and the helix was cleaned but the high thresholds remained. The lead was removed and replaced. No patient complications have been reported as a result of this event.